Event description:
It was reported that when the bmw universal guide wire was removed from the package, the polymer coating was not smooth therefore it was not used. Another guide wire was used to continue the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the teflon coating was scratched. Follow up information confirmed the physician said that during he took out the device from the coil, he felt the surface was not smooth.

Manufacturer narrative:
The device was returned for analysis. The reported product quality problem- irregular texture polymer coating was unable to be confirmed. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The reported polymer coating product quality problem- irregular texture was unable to be confirmed. Additionally, it is possible that inadvertent mishandling while unpackaging the device/removal from the dispenser coil and/or during packing for return analysis resulted in the noted distal core bend and the noted scratched teflon coating; however, this cannot be confirmed. There is no indication of a product quality issue with respect to design, manufacture or labeling.